Event description:
It was reported that the bd alaris smartsite needle-free valve experienced occlusion. The following information was provided by the initial reporter: when preparing the syringe connection joint before clinical treatment of the patient, it was found that the joint was blocked, and the flow of medicine was hindered.

Manufacturer narrative:
A 2000e china product was not available for investigation; however, the customer indicated the complaint sample was from lot 22015562. The feedback provided by the customer indicates a complete occlusion was detected at the smartsite component during priming with saline solution. The customer also confirmed the connecting product was a weigao syringe. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 22015562 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample, it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. Previous complaints for occlusions have been related to features on the surface of the male luer of the connecting products. These features include flash or a raised edge to the tip of the male luer which have previously been shown to intermittently lead to restricted flow due to them pinching the blue piston of the smartsite® and not allowing it to open. This can sometimes be resolved by disconnecting and reattaching the same luer connection which may reposition the luer against the piston and improve the flow, or alternatively by changing the connecting male luer. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the smartsite component in the past 12 months.

Event description:
It was reported that the bd alaris smartsite needle-free valve experienced occlusion. The following information was provided by the initial reporter: when preparing the syringe connection joint before clinical treatment of the patient, it was found that the joint was blocked, and the flow of medicine was hindered.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 19-oct-2022. H6: investigation summary: seven 2000e china products from lot 22015562 were received for investigation two samples were received in the original packaging, whilst five samples were received without packaging. The feedback provided by the customer indicates a complete occlusion was detected at the smartsite component during priming with physiological saline solution, the customer also confirmed the connecting product was a weigao syringe. Functional testing was performed by connecting the returned samples to a 50ml bd plastipak syringe and attempting to flush with fluid; in each instance, the piston of the smartsite opened and no occlusions or flow restrictions were detected. A visual inspection of the returned samples did not identify any defects or manufacturing issues which could have caused or contributed to the customer's experience. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 22015562 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. In this instance, a definitive root cause could not be identified as testing of the returned samples did not identify any product defects that could have contributed to the customers experience. CAPA 1998036 has been initiated. H3 other text : see h10.